Event description:
As reported by the exactech knee replacement study, the 60 year old female patient had an initial right tka on (B)(6) 2014 and presented on (B)(6) 2023 with polyethylene wear with evidence of osteolysis - severe wear/instability requiring revision. The case report form indicates that this event is definitely related to the device and definitely not related to the procedure. The report also indicates that a revision of the following components femoral, patella, tibial insert; took place on 21-mar-2023 and the outcome of this event was reported as resolved on 21-mar-2023. 02-012-35-2509 - logic tibia ps mod insrt sz 2.5 9mm: 2886206. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
(D10) concomitant device(s): 02-010-01-0325 - logic femoral ps cem right sz 2.5: 2998062, 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t: 2514390, 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t: 3567284, 200-02-32 - three peg patella 32mm: 3548371, 204-34-02 - fluted stem extension 25l x 14 mm: 3545854, 204-70-00 - tibial stem ext. Screw: 2981122.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g3, h6 clinical, device problem, and component codes, investigation type, findings, and conclusion. The following sections were corrected: b5, and g1 contact first name, last name. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 8 year(s), 9 month(s) and 11 day(s) post-operative of a right tka, it was reported via clinical study that the patient experienced polyethylene wear with evidence of osteolysis. Severe wear/instability requiring revision. The patient underwent a primary knee revision, with the reported removal of the femoral, patella, and tibial insert components. The outcome of this event is considered resolved. This was reported through clinical trial study data collection activities and no other information is available at this time.